Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the mid left anterior descending artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced but failed to cross the lesion. During removal, the device got detached at the exit port area. The unspecified guide wire was tangled with the device and the physician felt slight resistance. A snare was then used to remove the device. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a non-bsc guide catheter. There was blood in the inflation lumen. The balloon was tightly folded. The distal tip was damaged. There were numerous hypotube and shaft kinks. The shaft was stretched and separated at the guidewire exit notch. The fractured end was stretched and jagged. The inner and outer shafts were torn at the guidewire exit notch extending distally a length of 7cm. The tear is consistent with interaction with a guidewire ripping through the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).